Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with severe pain at pacemaker pocket site radiating to left upper chest and shoulder. After reviewing clinic records, it was noted that the patient felt pain in her mid chest radiating down both sides of her chest which has come and gone almost every day since (B)(6) 2019. There was no skin break down or signs of infection at the pocket site. During the pocket revision, the physician inspected the inside of the pocket and there was no infection. The device remains implanted. The patient was stable before, during and after procedure and was discharged. When the patient presented for a one week follow-up, the incision was healing well. The patient felt better than she did before the revision.